Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/9/2021. (B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that the patient committed suicide because she could no longer live with the pain caused by the mesh.